Manufacturer narrative:
(B)(4). The returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter was detached from the delivery system. The guide catheter was severely kinked and stretched. It returned loaded on the stent. Microscope inspection revealed that the detached end showed that tension was applied. No other problems with the device were noted. Based on the product analysis, based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that only returned one part of the guide catheter from the delivery system and it was detached, the guide catheter was kinked and stretched, microscope inspection revealed that it was submitted to some tension. The kinks and stretch may be related to some technique applied during procedure and or tortuous anatomy could have contributed on this problems by providing some tension to the device that ended kinking, stretching and as consequence detaching the guide catheter from the delivery system. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
A naviflex rx delivery system was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. This event has been deemed reportable based on the investigation results; guide catheter detached/separated.